Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "(B)(6) 2026, the doctor found cuff leakage when doing testing before using on patient. Change new tube."